Manufacturer narrative:
The reported event that a cannulated screw, partially threaded asnis iii ø 6.5 x 90 mm tl20 mm was alleged of breakage after surgery could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event such as x-rays post-op and the patient characteristics (weight, height, activity level...) As well as the affected device must be available in order to determine the root cause of the complaint event. However, based on complaint history some possible root causes are, but not limited to: the presence of hard bones with no pre-drilling to introduce the device or introduction of the implant in a tangential direction. As a reminder, the operative technique says: "note: contact of an asnis iii screw with dense bone in a tangential direction may cause a deviation of the screw and/or a bending of the k-wire, which may result in damage to the implant. (Page 4) [¿] " & "[...] Note: contact of an asnis iii screw with dense bone in a tangential direction may cause a deviation of the screw and/or a bending of the k-wire, which may result in damage to the implant. (Page 4) [...]" The introduction of the device without using the guide pin. The operative technique states: "applications for 6 .5 & 8 .0 mm screws include: intracapsular fractures of the femoral neck, tibial plateau fractures, fractures of the dorsal pelvic ring, sacroiliac joint disruptions and other fractures of the pelvis, ankle arthrodesis, supplementary fixation for fractures of the proximal and distal femur. Parallel guide pins are placed and the appropriate length cannulated screws are advanced over the guide pins . (Page 12) [¿] " a possible contact between the devices during the insertion phase, which could have produced a weakening of the screw. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated. Device remains implanted.

Event description:
A patient implanted three stryker asnis screws. One of these three screws (item# 602690, lotf19990) occurred breakage after surgery.